Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within spec. The pump was monitored and no blank display anomalies were noted. The pump passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. However, unable to prime pump during prime test due to faulty force sensor system. The pump was received with cracked case at display window corners. The pump was received with minor scratches on lcd window.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had blank display. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted and the display did not return. The customer was advised the pump would be replaced and returned for analysis.